Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The complaint reported that the head of a healing abutment was damaged. The abutment was returned and the reported event was confirmed following inspection. Based on the evaluation, device malfunction had occurred. However, there is no existing actionable trend or non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR and complaint history reviews could not be performed since the part and lot number associated to the unknown abutment was not provided. Functional testing could not be performed since the device was damaged. The complaint is related to the functional performance of the device. Probable causes per rm-00057-haz rev 6 are listed above in the risk assessment summary. A definitive root cause could not be identified. However, based on the investigation, risk file review and IFU, the most likely cause for the reported event is customer error due to excessive torque applied during placement. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D10: device available for evaluation change 'no' to 'yes'. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Date of event unknown / not provided. Catalog number and lot number unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that the head of the healing abutment was damaged and had to be removed.